Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave an alarm during the manual prime. The customer also stated that the insulin pump was dropped recently, and the drive support cap was damaged. Advised the customer that the insulin pump would be replaced. Nothing further was reported.